Event description:
It was reported the device displayed -alarm backup background test- alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a broken tamper seal and chipped top case corners, cracked right plunger case and bottom case by l-bracket. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.